Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation is an attorney.

Event description:
The left attune total knee was revised to address pain, a malpositioned femur component (rotated in 10 degrees of flexion), and aseptic loosening of the tibial base plate, between the base plate and the cement mantle. Femur, tibial base plate and insert were revised; patella was retained. Depuy cement was used in primary. Doi: (B)(6) 2015; dor: (B)(6) 2018; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.